Event description:
It was reported the video system center had a noisy image when connecting the 260 scope. The issue occurred during preparation for use in an unspecified diagnostic procedure. There was no delay, and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
(B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. The device was returned to olympus for inspection and the noisy image was not confirmed. However, an additional potential adverse event was noted where there was no image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause for the reported noisy image could not be determined. The no image issue was likely caused by the corroded patient board set and cable unit. Olympus will continue to monitor field performance for this device.